Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 32 events were reported for this quarter.   Product return status: 31 devices were received. 1 device investigation type has not yet been determined.   Event confirmation status: 7 reported events were confirmed; the cause traced to component failure. 1 reported event was not confirmed. 23 device evaluations are still in progress. Evaluation results: 6 devices were found to be affected by a hole in the hose. 1 device was found to be affected by a loose component. 1 device had no device problem found.   Additional information: 32 devices were not labeled for single-use. 32 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 32 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 30 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 32 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-01404. - 31 previously reported events are included in this follow-up record. Product return status 31 devices were received. Event confirmation status 27 reported events were confirmed. 4 reported events were not confirmed. Evaluation results 25 devices were found to be affected by a hole in the hose. 1 device was found to be affected by non-stryker repair. 1 device was found to be affected by mechanical damage. 4 devices had no device problem found. Additional information 31 devices were not labeled for single-use. 31 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device exhaust hose, which passes air and lubricant, was found to have a hole in it. 29 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 1 event had patient involvement; no patient impact.